Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
Initial reporter: (B)(6) lab manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #: (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unraveled. The hospital staff stated that they prepped the balloon like one of getinge's competitors, however, getinge iabs are to go untouched and directly inserted after the blue sheath is removed. There was no patient harm or adverse event reported.